Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with all the tests results obtained. The expected non- fasting blood glucose test result range is 150 to 200mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on 12/03/2018, a blood test was not performed by the customer (declined). The test strip lot manufacturer's expiration date is 03/31/2020 and open vial date is 11/26/2018. The meter memory was reviewed for previous test result history: result 1 :127mg/dl, date: (B)(6) 2020, time:05:26 pm, n/fasting; result 2 :105mg/dl, date: (B)(6) 2020, time:12:56 pm, n/fasting; result 3 :113mg/dl, date: (B)(6) 2020, time:12:54pm, n/fasting; result 4 :106mg/dl, date: (B)(6) 2020, time:12:53pm, n/fasting; result 5 :127mg/dl, date: (B)(6) 2020, time:05:26pm, n/fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer on 12/17/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product however they didn't start to use it yet. No symptoms or medical attention reported since the last call.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 12/17/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product; however, they didn't start to use it yet. No symptoms or medical attention reported since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with all the tests results obtained. The expected non- fasting blood glucose test result range is 150 to 200mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was not performed by the customer (declined). The test strip lot manufacturer's expiration date is 03/31/2020 and open vial date is 11/26/2018. The meter memory was reviewed for previous test result history: (B)(6).